Event description:
It was reported that this previously capped lead was part of a system revision due to infection. Reportedly, the patient had edema and swelling. There was also vegetation on the leads. There were no additional adverse patient effects reported. The previously capped lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).